Manufacturer narrative:
Corrected data:   this report is to correct the initial vmsr.   Section b5 initially reported <noe> 20 </noe> events. Correcting the number of events from <noe> 20 </noe>  to <noe> 8 </noe> events. The remaining 12 events will be submitted as individual initial mdrs.    Based on the reported information, 8 events meet the criteria for a single malfunction code (1069). Haptic damaged is considered lens damaged and is coded as(1069). The iol is comprised of the optic and haptics which is a single device. The remaining 12 events contain other ancillary details in addition to the malfunction code (1069). Therefore, these 12 events will be submitted as initial individual mdrs. Refer to list below for the 12 affected serial numbers:(B)(6). All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
This report summarizes <noe> 8 </noe> malfunction events related to lens damaged. A review of events indicated that the iol model zcb00 experienced lens damaged.

Manufacturer narrative:
Correction: the initial MDR, referenced section d4: serial number of the suspect product. However, the serial numbers were not listed. They should have been listed as follows: (B)(6), 1; (B)(6), 1; (B)(6), 1; (B)(6), 1; (B)(6), 1; (B)(6), 1. Additional information: there are 6 investigations completed, during this period. Breakdown of 6 investigations with respective serial numbers are as follows: (B)(6), lens cut,dc-cosmetic issues; (B)(6), haptic detach; (B)(6), lens cut; (B)(6), cosmetic issues, lens damaged; (B)(6), lens cut, haptic detached; (B)(6), no product returned. The investigations concluded, that product met manufacturing release criteria. And no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received, during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: breakdown of 20 events is as follows: cosmetic issues: 6. Cosmetic issues, device partially delivered: 2. Device partially delivered, haptic damaged: 1. Device partially delivered, haptic detached: 1. Folding issues, lens damaged: 1. Haptic damaged: 2. Iol torn, loading issues: 1. Lens damaged: 6. Unique identifier (UDI#): only a portion of the UDI is provided. Serial number of the suspect product: 14 investigation were completed, and 6 investigations are pending from this period. Breakdown of 14 completed investigations: (B)(4): no product returned. (B)(4): no product returned. (B)(4): lens cut. (B)(4): lens cut, haptic detached. (B)(4): no product returned. (B)(4): haptic detached. (B)(4): lens cut. (B)(4): no product returned. (B)(4): no product returned. (B)(4): lens cut. (B)(4): no product returned. (B)(4): no product returned. (B)(4): no product returned. (B)(4): no product returned. The investigation concluded that the product met manufacturing release criteria. A review of the records related to the device including complaint trend and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained then a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes (noe) 20 (/noe) malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.